Event description:
Individual contacted provider via telephone and reported she obtained a blister following using a biowavehome unit. She then presented to clinic with unit and electrodes. Blister was observed with a newly formed scab and approximately the size of a dime. Recommended follow up with pcp(primary care physician). Unit was returned to vendor for inspection.